Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 to report that an x-ray displayed two fractured sensor wires in the patient's body. The sensor was inserted on (B)(6) 2015. Patient experienced occasional stinging, swelling and was tender to the touch at the site of sensor insertion. The patient was referred to a surgeon and an appointment was set for (B)(6) 2015. At the time of contact, the patient was doing fine. No additional event information was provided.

Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation, redness, swelling or pain at the insertion site. The second sensor wire mentioned is being reported under MFR#3004753838-2015-50071.